Manufacturer narrative:
Evaluation summary: investigation conclusion (both long nail kit & locking screw): according to the information received long nail kit r2.0, ti, left gamma3 ø11x340mm x 125° and the locking screw, fully threaded t2 tibia ø5x40 mm are considered primary products. The other implants reported are considered concomitant products which did not contribute to the reported event. Failures in material or manufacturing of the affected nail and screw returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. Inspection of the relevant original dimensions of the locking screw was not possible due to the extent of damage. The affected items reported were documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. In the case presented in (B)(6) 2014 the patient was treated with the gamma3 long nail due to a fracture of the right femur caused by a fall on the right hip. After three months the nail and the locking screw broke in a fatigue fracture. Nail: the received nail is completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 3 months. Material deformation at the medial / distal and the lateral / proximal edge of the lag screw hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction signs where the edges of the sliding grooves had become worn. Screw: the locking screw received is completely broken 15 mm from the tip. According to the damage and the evidences of the breakage surfaces, the screw broke in a fatigue fracture due to axial overload after an implantation period of 3 months. The thread tips are considerably flattened in the breakage area which indicates high axial load. Corresponding traces were found in the distal circular hole. The affected implants are designed to withstand the normal loads during the implantation period, i.e., the implants must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and confirmed by scientific analysis period in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The information received and the x-rays were forwarded to a hcp for review. He commented among others: ¿the presented x-rays show an extremely unstable subtrochanteric spiral fracture without sufficient bone support after reposition. Thus, all forces and bending moments were transferred by the implant. In the case presented it can be assumed that the nail breakage occurred due to chronic overload of the implant caused by the patient weighing 105 kg, contributed by delayed union. This is supported by the broken locking screw.¿ based on the above the nail and screw breakage (both fatigue fractures) are not linked to a deficiency of the devices, but are rather considered patient related (chronic overload of the implants due to insufficient bone support and delayed union) after an implantation period of 3 months). Miscellaneous diseases of the patient such as significant coxarthroses and gonarthroses and diabetes mellitus may certainly have contributed to the reported event. No non-conformity was identified.

Event description:
During a follow up visit with a patient a broken nail in the area of the shs was noted.

Event description:
During a follow up visit with a patient a broken nail in the area of the shs was noted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.